Event description:
An endurant iis stent graft was implanted during the emergent endovascular treatment of a ruptured aaa . It was reported that during the procedure a IV endoleak was suspected. 2 hours post the procedure a ruptured aneurysm occurred and the patient expired. No treatment was performed after the re-rupture. Per the physician the cause was due to anatomy, it was said that the endoleak was determined to be a type IV but a type ia endoleak was also possible as the patient had a highly tortuous neck. However no contrast CT or imaging was performed before the patient expired so the cause of the death could not be confirmed. It was said that the endoleak was only in the area of the aortic neck so there were concerns for a suspected type ia endoleak, it can not be confirmed for sure but it presumed it caused the endoleak and rupture. No additional clinical sequalae were provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.